Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that nine years and five months post implant of this 29mm aortic bioprosthetic valve, the valve was explanted and replaced with a 25mm bioprosthetic valve of a different model for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the valve was replaced due to a 2mm perforation in the non-coronary sinus, thrombus formation on the underside of the left coronary cusp, and moderate paravalvular leak. During the re-do procedure, injury to the coronary artery was noted that was believed to have occurred during the initial replacement procedure. A coronary artery bypass graft was performed to address the injury to the coronary artery. No additional adverse patient effects were reported.  Patient weight updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.